Event description:
It was reported that the implantable cardiac monitor (icm) had migrated. The icm was explanted and replaced with a pacemaker as an elective replacement. The patient was in stable condition.

Manufacturer narrative:
The device was returned, and the analysis were normal with no anomalies found.